Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion set leaked insulin due to a bent cannula. The headset had been in use for approximately 2 hours, and the customer experienced hyperglycemia as a result. No adverse event was reported. The alleged product was requested for evaluation.